Manufacturer narrative:
(B)(4). The actual sample involved has not been received yet and the investigation into this event is ongoing at th is time. A follow up report will be provided when the evaluation is complete and results become available.

Event description:
As reported by the user facility: (B)(4), date of occurrence: (B)(6) 2013. Event: cord caught fire while plugged in, in pt room "on the electrical outlet side of the cable". No pt injury. (B)(4).